Event description:
Per complaint (B)(4) , after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Device evaluation results are not applicable since the product was not returned. If product returns, analysis will be completed and a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted for additional information.